Event description:
The customer reported an elevated prostate-specific antigen (psa) result for one patient involving access 2 immunoassay system. The elevated result was discordant to two alternate methodologies, reference laboratory #2 and #3. The results from the reference laboratories correlated with each other. The customer noted the patient has an annual doctor visit including with a urologist at reference laboratory #2. The customer noted laboratory #2 sent all samples to laboratory #3 for testing. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer had no issues with prostate-specific antigen (psa) proficiency surveys or any quality control (qc) issues at the time of the event. All samples tested on the access 2 immunoassay system were serum samples in 5ml becton dickinson (bd) serum separator tubes. Samples were allowed to clot for at least 15 minutes, centrifugation time and speed are unknown. In conclusion, the cause of this event is unknown and could not be determined. All related medwatch reports associated with this event: 2122870-2012-00756, 2122870-2012-00774, 2122870-2012-00775, 2122870-2012-00776.